Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 280 mg/dl. The customer stated that the blood glucose reading was treated with a manual insulin injection and that the customer felt no symptoms of high blood glucose. The patient discovered that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to contact her health care provider immediately. No products were returned, replaced, or shipped.